Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) - a partial UDI is being reported because the lot number was not provided. Per instructions for use: under device description: the perclose proglide 6f smc system is designed for use in 5f to 21f access sites. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional perclose proglide devices referenced iare being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with four proglide devices were attempted in the left common femoral artery (lcfa) via 4fr sheath using the preclose technique prior to a endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the proglide device could not be placed in the vessel wall. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa. Suture placement was successful in the right common femoral artery (rcfa). The sheath was upsized to 10fr and 16fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue.